Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12th mar 2026, it was reported by an arthrex employee via email that ar-1927bcf-45 bio-compsi crkscrw ft 4.5x 14mm batch 5424008 broke during insertion. This was detected during rotator cuff procedure on 11th mar 2026. No fragments retained in the patient¿s body and procedure was completed successfully with remnant implant.